Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
Internal magnet was returned for analysis. Implanted device remains insitu. This report is filed may 16, 2015.

Event description:
Per the clinic, the patient experienced pain around the implant site; however, the issue could not be resolved. Revision surgery was performed on (B)(6) 2015, to remove the internal magnet. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed on (B)(6) 2015. Implant not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.